Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 590cc mentor memorygel breast implant (left) and a 650cc mentor memorygel breast implant (right) experienced left sided ptosis, right sided capsular contracture, and right sided rupture post procedure. The left side was sagging down, and the implant looked absent. The right side was hard, palpable at the incision sight, uncomfortable, and rupture. As a result, an explant is planned for (B)(6) 2022. See 1645337-2022-06517 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture/capsular contracture. Future explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 28, 2022. The explant date was clarified to be (B)(6), 2022. Manufacturer¿s reference number: (B)(4).